Manufacturer narrative:
The device manufacturer date is not known. This complaint investigation was closed based on the device not received, therefore the reported failure mode was not confirmed. In the event that the device is received, the complaint will be reopened and the investigation will be updated with new results. The reported failure mode will be monitored for future reoccurrence. Alleged failure: burn. Heat can result from insufficient suction which can result from: inadequate hospital suction, leak, bad connection to hospital suction line, clogging caused by suction path blockage, lower electrode mass due to variation in electrode thickness or opening cut use error h3 other text : 81.

Event description:
It was reported that the patient was burned.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports. The catalog number is not known at this time, therefore the gtin and 510k are unknown. However, should it become available it will be provided in future reports.

Event description:
It was reported that the patient was burned.